Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis. Three different accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed to deliver accurately by 6.5 %. It was also reported that there was no patient involvement.